Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient presented for a drug screen. The reason for the drug screen is unknown. The patient's urine was tested on the multi drug screen cup with dxlink technology and received a presumptive positive result for coc. A verification test was performed on the dds urine system using the same sample immediately after and provided a negative result. There was no adverse outcome reported.

Manufacturer narrative:
Retained products for the reported lot number were tested with in-house, drug-free donor urine. All test strips produced valid negative results indicated by strong control lines at the 5-minute read time. Manufacturing batch record review did not uncover any abnormalities. The reported complaint for false positive results was not replicated during in-house testing. Review of the dxlink system printouts indicated the system performed as expected. The results page predominantly displays the invalid result above the image. Furthermore, the result details on the right-hand side of the report say "presumptive positive" since this system is intended to be used as a preliminary screening tool. Per the limitations section of the system manual, a more specific alternate methodology must be used in order to obtain a confirmed analytical result. Clinical and professional judgement should be applied, particularly when presumptive positive results are observed. Analysis of the photos provided indicated there was little to no volume remaining in the specimen pool of the cups tested. The photo of patient 5158 in particular showed residual urine in the left corner of the device but none was observed to the right of the specimen pool. Per the test package insert, the key should be pushed in while the cup is placed on a flat surface. An "invalid" test result most likely indicates that insufficient specimen volume or incorrect procedural techniques were employed.